Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04250. The pt has two scs systems. The pt reported she had stimulation, but was unable to communicate with either of her ipgs. Two new charger antennas and a spacer kit were sent to the pt. Follow up identified the sjm representative met with the pt. It was reported the ipg on her left was charging properly. The ipg on her right side still had difficulty with charging. It was suspected the ipg may have moved slightly. Both ipgs will be reported, since it is unclear which ipg is at issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.